Event description:
During the functional testing of a spectrum pump, it displayed upstream occlusion alarms, constantly. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the constant upstream occlusion alarms. They were experienced during the evaluation and found to be caused by a failing upstream sensor which was replaced.